Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr of reti1043 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2009, the pt underwent placement of a PICC line. Ten months later, it was discovered that approx 6.5 cm of the guidewire used during placement of the PICC line had broken off and remained in the right ventricle of the heart.